Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing on a laparoscopic urology procedure, the surgeon employed a running technique when the needle broke. They opened another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the suture was performed with no abnormalities. A needle attachment test was performed on the sealed sample, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing on a laparoscopic urology procedure, the surgeon employed a running technique when the suture pulled off from the needle. They opened another device to complete the case. There was no patient injury.